Event description:
Event description cpi received information that this endotak lead was removed from service back in 1996. Cpi received this lead back for analysis. No allegation from the field. This event is entered due to cpi's analysis-insulation damage found, due to the location and type of damage it is lilkely this was caused by entrapment in the clavicle/first-rib region.